Event description:
It was reported the patient did not charge the system as recommended. As a result the ipg was depleted. The ipg was explanted and replaced. The patient received effective stimulation post-operative. The device will not be returned to sjm as it was disposed of at the hospital.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.